Event description:
A nurse reported that during a vitrectomy procedure the fluid air exchange valve did not work. The fluid was running but when changing to air, nothing happened. There was no pt harm reported.

Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).